Event description:
It was reported that cgm displayed error message during use. There was no reported impact to customer¿s blood glucose level. Customer contacted support, received full pump reset instructions, completed pump reset with guidance, and then successfully started new sensor session without error reappearing, and no further issues were reported.